Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.